Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The lead remains in use. It was further reported that the right atrial (ra) lead also alerted for low pacing impedance with a value of zero ohms. The lead remains in use. No patient complications have been reported as a result of this event.